Manufacturer narrative:
Various pfc uni-compartmental and total knee components were sent for evaluation to the applied research laboratory for non-destructive visual examination. The components were reported to be from three different cases. No info regarding pt characteristics, length of implantation, or reasons for revision was provided. Due to lack of background info, it is difficult to draw any definitive conclusions about the performance of these devices. In general the metal components (uni-compartmental femeoral and tibial tray) showed little evidence of wear, damage, or deformation. All polyethylene parts (unicompartmental tibial insert, oval patella, total knee tibial insert) exhibited moderate wear and minor material deformation. No apparent material or mfg defects were noted in any of the components. At this time, jjpi considers this file to be closed.

Event description:
The device was returned with no report of a product defect or problem with no reported specificity. The device had apparently been explanted.